Event description:
It was reported that during coil embolization of an anterior communicating artery aneurysm (acom), the coil prematurely detached resulting in about 1cm of the coil to protrude into the parent vessel. The physician deployed a stent to secure the coil portion against the vessel wall. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
(B)(6). Subject device was implanted.

Event description:
It was reported that during coil embolization of an anterior communicating artery aneurysm (acom), the coil prematurely detached resulting in about 1cm of the coil to protrude into the parent vessel. The physician deployed a stent to secure the coil portion against the vessel wall. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned; therefore, physical analysis cannot be performed. Information available indicated that the coil was confirmed to be in good condition prior to use. Based on the information available, it is probable that procedural factors limited the performance of the device during the procedure resulting in the reported issue. Therefore, a root cause of operational context has been assigned to the reported event.